Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the lead wire came out and they weren't sure where it was supposed to go. They were advised to contact the patient's physician. Contributing factors and actions/interventions were unknown at the time of the report. This issue was unresolved at the time of the report. No symptoms were reported. No further complications were reported or anticipated.